Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
This report is to address the multiple false positive results. The investigation is still in progress. A supplemental report will be provided after completion. Please see MFR. Report number: 1221359-2021-03215.

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients performed on (B)(6) 2021. This MFR. Report addresses report 1 of 2. The customer reported a false positive results with the ID now covid-19 assay performed (B)(6) 2021 on direct tested nasal kitted swabs. Repeat testing was not performed. Pcr confirmation testing was performed on nasal swabs and generated negative results. The customer stated some of the patient were symptomatic and some were just surveillance tested. The customer reported multiple patients waited for pcr results to determine that the ID now covid-19 device had provided false positive results. All were in quarantine when false positive results were reported. No patients were sent for myoclonia infusion in this group. All were too healthy for advanced treatment. One patient has surgery delayed until the afternoon when pcr validation was confirmed negative.